Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump was reset, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.